Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of blockage located in the tubing and was alerted by an alarm 2 followed by alarm 26. Patient changed supplies as necessary and resumed insulin therapy. No further information available.